Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(4) implanted: (B)(6) 2024 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 12-mar-2028, UDI#: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were contacts ¿do not use¿ on new paddle. 4 contacts red ¿do not use¿ and 2 ¿avoid¿ on left side. Two avoid on right side of lead. Rep noted the lead was fractured/damaged/broken. Lead impedances with 4 red, do not use contacts and 4 avoid contacts. Started by taking the leads out of the battery. Wiped down the leads. Did this 3 times. Used suction on the battery to be sure nothing was lodged into the cannula. Repeated above steps. A new lead was placed, still same issue. Called tech services. Used a wens and the same error impedances were present. Tech services confirmed not the battery or the lead. Possibly patient anatomy. Patient received excellent coverage in post op, as rep programmed around the contacts that were out. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). The rep clarified there was no visible damage to lead, only impedance.